Event description:
A vague report of overinfusion during the use of a flo-gard pump was received. The primary infusion of the pump was reportedly set at a rate of 26 ml/hr with a volume of 444 mls to be infused. No add'l clinical info was able to be obtained.